Event description:
It was reported that a pt underwent a 2-level x-stop procedure at levels l3-l4 and l4-l5 in 2006 (exact date unk). The pt began having symptoms of l5-s1 nerve pain about 4 months ago. Prior to the recurrence of symptoms, the x-stop functioned as intended. A laminectomy and formal decompression were performed and the x-stop device at l4-l5 was removed at the same time. The explant was successful and the pt is in good condition.

Manufacturer narrative:
Method - device not returned. Follow up conversation with physician.